Event description:
Boston scientific received information that the patient implanted with this atrial and right ventricular lead was a twiddler. The leads were badly twisted and as a result were explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.